Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated with the pump. The customer stated that he received the alert this morning and he came home from work and changed out the set 3 times before he was able to bolus. The customer stated that he received multiple no delivery alarms. The customer also stated that his pump told him to bolus 0.3 units every time he changed his set. The customer is using 6mm set but can easily pinch an inch. The customer will be sent sample of 9mm to try and resolve issues.